Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. Serial number: unknown/not provided. Catalog#: the complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. Device manufacture date: unknown as product serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that a zct525 model intraocular lens (iol) was implanted at 121 degrees in the right eye (od) of a female patient. The doctor measured the patient¿s eye preoperatively with pentacam, iol master, and lenstar to have about 3.25 diopters of cylinder at 121 while her eye refraction was 4.25 diopters. The patient ended up -1.25 +2.25 x 090 which reportedly now is stable. It was stated the patient¿s other eye, which had no significant cylinder, is 20/20 and the patient understood, the lens implant would be difficult. Reportedly, the doctor felt that there may be a chance to improve the right eye to achieve plano with a higher toric lens exchange. It was confirmed that the lens explant took place on (B)(6) 2018. No additional information was provided. Pre-op refraction: -0.75 4.50 x 123, post-op refraction: -1.25 +2.25 x 090, uncorrected visual acuity (ucva): 20/125, best corrected visual acuity (bcva): 20/25.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/10/2018. Device returned to manufacturer? Yes. (B)(4). The device was returned at the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received and it was learnt that one day post-op ((B)(6) 2018) it was noticed poor uncorrected visual acuity. The intraocular lens zct525 +22.5 diopter was explanted on (B)(6) 2018 and the incision was enlarged from 2.4 to approximately 2.8, but no vitrectomy was performed and no patient injury occurred. A zct600 +22.5 was implanted as a replacement. Reportedly, the patient was thrilled with the results. The following fields were updated: date of event: (B)(6) 2018. Other relevant history, including preexisting medical conditions: the patient had very steep corneas with minimal cylinder in the left eye (os) and very high cylinder in the right eye (od). Serial number: (B)(4). Catalog#: zct525u225 expiration date: 8/1/2022 UDI number: (B)(4). Device manufacture date: 8/1/2017. Patient code 3191 - incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.